Manufacturer narrative:
(B)(4). 120 companion samples were submitted for evaluation. The actual sample was not available as it was discarded by the customer; however, 120 companion samples were submitted for evaluation. All 120 samples were submitted for underwater leak testing and no leaks were observed in any of the samples. The reported condition was not confirmed and no root cause could be identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter (B)(4) a blood transfusion set with non-vented double drip chamber and 200'm filter and rotary luer lock adaptor that had a leak. The condition occurred during a blood transfusion on a patient . There were no patient injury, medical intervention, or adverse event associated with this incident. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.